Event description:
Screw breakage. It was reported that during the surgery, when insert the screw, the screw was broken, all the pieces were removed from the patient. Changed another nine to continue the surgery, the same problem happened again(as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. It was further reported that four plates were involved as well. This report is for a 2.0mm rapid resorbable straight plate 2 holes-sterile. This is report 3 of 4 for (B)(4). The ten screws mentioned were reported in (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h11 additional narrative:h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation.visual inspection of the returned device found that the device was returned with its opened packaging. Furthermore, some fragments of the surface of the device was observed damaged with small dents and scratches. This type of damage is consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique was reviewed and the following relevant statement was found at page 15: the implants must never be bent, notched or scratched in their cold, rigid state, as this may result in surface damage or internal load concentrations, providing possible starting points for product failure. Plates may be heated and contoured up to three times. Bending/contouring of plates, meshes and foils must not be repeated more than three times. Do not store the implant(s) in the hot water bath. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb-pl 2 str 2ho t1.2 single pack would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device history review (DHR): part:852.002.01slot:176l189manufacturing site: werk bio oberdorfsupplier: narelease to warehouse date:06 jun 2023expiration date: naa manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.